Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. During a firmware upgrade, the pulse generator went into back-up vvi mode. There was no wand movement or telemetry interruption during the attempted upgrade. The device was restored. The patient remained asymptomatic throughout the intervention would continue with normal follow-up.